Event description:
During svc a motor stall with low pressure was found, due to stator wire and motor wire assembly pinched in between cylinder and gearbox. This was done in the field. Replaced stator to correct.